Event description:
The customer reported the system is displaying a precharge error, the system will not make x-rays, and system will not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries, power cap module, generator driver pcb and filament driver pcb. System operates as intended. (B) (4).